Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/12/2024, it was reported by a sales representative via email that distal 2.4 screws were going through an ar-8916vsl-03 volar distal radius plate during insertion. The plate was swapped for a new ar-8916vsl-03 volar distal radius plate, but the screws were still going through the plate. The issue occurred even though the surgeon used a torque limiter driver to insert the screw. This was discovered during a distal radius procedure on (B)(6) 2024. Additional information received on 6/24/2024: the case was completed by using a new plate and screws. The case was delayed thirty minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.

Event description:
Additional information: the screws that went through the plates were an ar-8724vcl-24 val kreulock screw and an ar-8724-24 low profile screw.